Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A hospital facility nurse reported to fresenius customer service on (B)(6) 2021 that an unspecified fluid leak occurred during an unknown phase of peritoneal dialysis (pd) treatment. The location of the leak was unknown. Upon follow up conducted on (B)(6) 2021, the facility nurse could not confirm the reported event stating that they have not been made aware of the event and furthermore did not recognize the initial reporter. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A hospital facility nurse reported to fresenius customer service on (B)(6) 2021 that an unspecified fluid leak occurred during an unknown phase of peritoneal dialysis (pd) treatment. The location of the leak was unknown. Upon follow up conducted on (B)(6) 2021, the facility nurse could not confirm the reported event stating that they have not been made aware of the event and furthermore did not recognize the initial reporter. Additional information was requested, however to date has not been provided.